Manufacturer narrative:
Patient identifier not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement orange suretrak ii shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, their orange suretrakii screw was worn and was not holding properly on the clamp. Replacement device requested. No further details regarding the damage, or how it occurred, were provided. The surgeon re-tightened the tracker on it's clamp and continued the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier provided.